Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and fmc cassette and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler or fmc cassette malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is commonly found in soil and water. Based on the available information the exact cause of the patient¿s peritonitis can not be determined. However, peritonitis is a well-known potential complication in pd patients. Pseudomonas peritonitis is often associated with infection of the pd catheter (not a fresenius product). Therefore, there it is possible the patient¿s peritonitis was related to the pd catheter (not a fresenius product) as the nurse reported the pd catheter will be removed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced peritonitis. There were no reported issues with any fresenius device or product in relation to the peritonitis event. During follow up, the pd nurse indicated the liberty select cycler is not malfunctioning in anyway. Reportedly, the patient routinely has fibrin which is what led to a patient line is blocked message with the cycler. Additionally, it was reported the patient had a pd culture obtained on (B)(6) 2020 due to symptoms of abdominal pain, which yielded growth of the organism pseudomonas. Initially, the patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime on an outpatient basis. However, per the nurse, the patient¿s abdominal pain continued despite antibiotic therapy. As a result, subsequently on (B)(6) 2020 the patient was admitted to the hospital for the peritonitis infection. Hospital records were not available. No further information about the hospitalization is currently available. However, the pd nurse stated the patient¿s pd catheter (not a fresenius product) is expected to be removed. The nurse stated the event was not related to any fluid leaks or any other issues with fresenius device or product that caused the peritonitis. The nurse stated adamantly the peritonitis is not related to a product issue. Per the nurse, the cause of the peritonitis is unknown. However, the nurse reported the patient is mentally handicapped and the patient¿s mother performs pd treatments.